Event description:
Reporter had a hip replacement in (B)(6) 2008. He states that a year and a half went by and he noticed a rash on his sides, arms, and upper legs. Reporter says that he went to a dermatologist and they were unable to identify the rash and said it would probably go away. Reporter googled metal hip replacement problems and read articles where people were having problems because of the cobalt and chromium from the hip replacement entering the blood stream. Reporter also reported toxic levels of cobalt and chromium in his blood test results. Reporter also stated he has had swelling and numbness in his hands.